Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump to resolve the issue and customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.